Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed out the pump supplies two times and the occlusion alarm reoccurred. The customer's blood glucose (bg) level was 530 mg/dl and insulin injections were administered to address the bg level. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with insulin and was discharged on (B)(6) 2017 with the bg at 128 mg/dl, the dka was resolved. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.